Manufacturer narrative:
(B)(4), date sent: 12/12/2023 h6 investigation findings. H6 investigation conclusions.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4 batch #: x95w6a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. During functional testing on gen11, an alert screen was displayed. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿.   The device was disassembled to verify the condition of the internal components and it was noticed that the retention pin insulation was damaged. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The device was disassembled to verify the internal components and no anomalies were noted.   Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. It is possible that reported noise issues might have been caused due to metal-to-metal contact between the blade pin hole area and retention pin due to the damaged retention pin insulation. No conclusion could be reached as to what caused the insulated pin issue. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch number x95w6a, and no non-conformances were identified.

Event description:
It was reported that during a colorectal procedure the ¿tighten assembly¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.